Manufacturer narrative:
Covidien/medtronic reference number (B)(4).

Event description:
The customer reported that the inflation valve spring for the cuff has too much pressure for the syringe to stay on. The lure slip syringe would not stay engaged to the inflation valve. There was no patient involved.